Event description:
It was reported that the patient experienced a loss of stimulation after receiving the end of battery life and elective replacement indicator messages from the implantable pulse generator (ipg). Reprogramming was performed but did not restore the patient's stimulation. It was noted that the patient was a high energy user and had a magnetic resonance imaging (MRI) scan performed prior to the loss of stimulation. The patient underwent a procedure in which the ipg was replaced.

Manufacturer narrative:
The implantable pulse generator (ipg) was returned and analysis confirmed to be at the end of service (eos) state. Data log analysis indicated that the ipg reached eos 4 months and 14.2 days following the initial active programming. The average energy use index (eui) recorded was 56.4, corresponding to an estimated theoretical battery lifespan of 6 months and 22.8 days. This indicates that the battery's lifespan fell within the projected range since the patient was a high-energy user. Additionally, the ipg displayed typical features during the visual and functional inspection. A labeling review was performed on the implantable pulse generator, ipg, and leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states when the ipg battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available and surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation, when the battery is nearing depletion, the ipg will enter the elective replacement mode. The elective replacement indicator (eri) will appear on the remote control and clinician programmer. Failure to replace the ipg may lead to reduced programming capabilities, limited communication with the stimulator, and stimulation not being available soon. The stimulator must be replaced to continue receiving stimulation, and it is possible to estimate the battery longevity of a new ipg based on usage over 12 or 24 hours per day with a selected program. The estimate is based on the settings of a program, the system impedance at time of estimation, and the hours per day of stimulation. These estimates will not reflect adjustments to stimulation parameters or changes in impedance. The estimate functions as a reference value to approximate the period that a new wavewriter alpha prime stimulator will last battery life is dependent on your stimulation settings and conditions. Based on all available information, engineers are able to confirm the root cause of the event. The device was returned as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint as end of life problem identified.

Event description:
It was reported that the patient experienced a loss of stimulation after receiving the end of battery life and elective replacement indicator messages from the implantable pulse generator (ipg). Reprogramming was performed but did not restore the patient's stimulation. It was noted that the patient was a high energy user and had a magnetic resonance imaging (MRI) scan performed prior to the loss of stimulation. The patient underwent a procedure in which the ipg was replaced.